Manufacturer narrative:
Findings: unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting and insulin pump passed the test functions. However, the customer did not feel comfortable with their insulin pump and returned the device for analysis.